Manufacturer narrative:
FDA UDI - (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: m231571 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m231571 and test base part number 192-430 / lot m231571. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: m231571 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. H3 other text : single-use: device discarded.

Event description:
The customer reported two false negative results with the ID now covid-19 2.0 assay on(B)(6) 2023 on a nasopharyngeal sample. This manufacturer's report addresses test one (1) of two (2). An antigen test (brand unknown) was performed on an unknown date with a nasal sample and generated a positive result. The doctor performed a CT image and diagnosed the patient with covid-19 due to pneumonia. The patient vomited before the test and some of this vomit got into their nasal area. No additional patient information, including treatment and outcome, was provided.